Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d-9. Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The device was used during an inguinal hernia procedure. Reportedly, the instrument did not fire and jammed. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.